Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and at the start of the case the device was flushed, but during the case a fluid blockage was detected. There was no error code to indicate the issue. When the surgeon took the pentaray out because the mapping was finished, the medical team saw that there was no liquid flow. The cable and line were changed but the problem could not be solved. The correct catheter and pump settings were confirmed to be used as well. The catheter was replaced and the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 4-may-2024, the product investigation was closed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31228647l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the information received, it was reported that the catheter was flushed but during the case, it was detected that the fluid flow was blocked using a pentaray nav eco catheter. The device was returned to biosense webster (bwi) for evaluation on 30-may-2024. A visual inspection evaluation and irrigation test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no anomalies or damage on the device. An irrigation test was performed, and an occlusion was detected. Further investigation revealed that the irrigation tube inside the shaft section was found bent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition could not be determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).